Event description:
It was reported that during a procedure the device started to rattle loudly and a scorched smell was detected. The physician was not able to laser any longer so the procedure was aborted. This event is being reported for an aborted procedure with the patient under general anesthesia or sedation status unknown.

Manufacturer narrative:
Upon review of the work order at our quality assurance laboratory, the console was thoroughly analyzed. During testing, the console shutdown multiple times and the power supply for up to 24v was identified as defective and was replaced. The dc/dc board was reported as damaged and replaced. The returned board was noted as in overall good condition; however, with the replacements made to the unit, the unit started working again. Based on the information available, the analysis confirmed that the product performance could have been caused by the component failure. Manufacturer email: (B)(4).

Event description:
It was reported that during a procedure the device started to rattle loudly and a scorched smell was detected. The physician was not able to laser any longer so the procedure was aborted. This event is being reported for an aborted procedure with the patient under general anesthesia or sedation status unknown.